Event description:
It was reported the patient experienced a loss of therapeutic effect and a loss of bladder control. In addition, the patient also had urinary retention and overactive bladder. The patient had difficulties ¿starting the stream¿ and had to self-catheterize. Their symptoms were improving the first ¿4-7 days¿ with the exception he had about 85% control. All four programs had been tried and each worked for ¿a while,¿ but then seemed to stop working. The patient had also tried increasing stimulation on each program, but it would become uncomfortable. If stimulation was decreased stimulation to where the patient was not feeling it, the symptoms seemed to get worse. The patient was going to see his healthcare provider the week of the report. As of about three weeks later, it was noted that the patient had received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02ssf, implanted: (B)(6) 2013, product type lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).